Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, the foreign material was possibly simethicone from the information obtained from the customer. The reprocessing steps at the material residue point were not deviated from the instruction manual and there was no damage confirmed on the places where the foreign material remained. A definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; due to wear of angle wire, bending angle in down and right directions do not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; distal end is shaved; due to annual inspection, parts must be replaced; adhesive around light guide lens has discoloration; and there is corrosion around the forceps elevator arm. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenvideoscope air/water cylinder had foreign objects, air/water tube had foreign objects, nozzle had foreign objects, distal end had residual liquid and forceps elevator had foreign material or stain. There were no reports of patient involvement.